Event description:
N/a.

Manufacturer narrative:
Duragen plus dural regeneration matrix (dp1022) was not returned and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, since some details of the case were provided, a medical assessment was performed which concluded the following: ¿it is unlikely that an allergic reaction to duragen would directly produce the signs and symptoms described in the complaint. A large cpa tumor may affect nearby structures or nerves, that could potentially cause some signs and symptoms of hot spells, heart palpitations, vomiting, and diarrhea as well as reactions to certain foods containing dyes, fish, or smoked meats. Tumors in the cerebellopontine angel can compress or irritate nearby nerves or blood vessels leading to a variety of symptoms i.e., vestibulocochlear nerve could cause vertigo and dizziness which might be perceived as having a hot spell. Irritation of the vagus nerve could potentially lead to heart palpitations or vomiting and diarrhea. Allergic reactions to surgical material like duragen typically manifest as local inflammation in close proximity to the surgical site rather than affecting the entire body or gi system. These signs and symptoms appear to result from the tumor itself, other medical conditions or medication side effects, food sensitivities or allergies.¿ the product IFU (instructions for use) states that the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. However, there is no information provided in the complaint that would help determine if the patient is allergic to bovine derived material. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received from the patient as follows: "I am answering the email sent to dr ballard. Hi I am [redacted] the patient. I was 58 years old when surgical resection of large cpa tumor was done on (B)(6) 2022. I did not have any issues until may/june after my surgery. I had what the called vestibular migraines and was prescribed nortriptyline for them. I did and still have to take several ibuprofen and tylenol daily. The neurologist had prescribed several different pain meds but none of them helped. The headaches are located on the right side of my head and go into my jaw and neck. It started with the cartilage in my ear hurting extremely bad and then it has went to my head and face and neck around my right ear. Only anti-inflammatory medicines have shown any improvement but is only temporary. The very strong pain medications did nothing only the anti inflammatory or steroids help temporarily. I had also developed a very bad taste in my mouth that resembled plastic after taste with this pain. I have had severe reactions to things since I have had surgery. More around the same time that the increase in pain was notice. MRI dye/contrast is a new reaction. Along with cinnamon. I can¿t be in the house when cinnamon is being used or baked. I get hives, flushed/ hot spells, heart palpitations and severe vomiting and diarrhea. I get those same reactions with red or yellow food dyes, smoked meat or imitation smoke used in grilling, fish. When I ate the fish I had hives with my face and eye¿s swollen. I did have metal allergy testing done with reactions to 4 of the metals in st. Louis at washington university physicians group. Dr khaled abdel-hamid in creve couer mo. I do not know the lot number and serial number of the implants used. I had my surgery and they removed a large tumor at the base of my brain. They used this implant mesh to replace the bone they removed. The incision is on the left side behind my left ear. They went through the vestibular canal to access the tumor. They completed the surgery and did not remove the mesh. I have been very sensitive to medications with reactions that are severe and latex and adhesive tapes too..."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a "possible allergic reaction" to duragen plus dural regeneration matrix (dp1022). Additional information has been requested.